Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: brief inquiry description: paclitaxel leakage and cisplatin preparation error, both due to tubing. Detailed inquiry description: today we've had two issues: 1- a paclitaxel leakage (using optimized nitroglycerin tubing) prior to leaving the pharmacy. Nick in the tubing, in the middle, after the pump piece. 2- a cisplatin preparation (using regular tubing - "not optimized") which had to be re-made (pharmacy re-primed the original preparation but the nurse still could not use it). Tried in 3 different pumps, no air bubbles, pressed the line against the wall of the pump, chamber was ¾ filled. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. No sample or lot number was provided for evaluation. Based on the data from the investigation, we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.